Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in the highly tortuous and highly calcified proximal right coronary artery (rca). A 1.50mm rotalink¿ plus was used to treat the target lesion. During the procedure when the burr was advanced to the lesion, it made like a pigtail corkscrew that kind of bent down and then up, corkscrewed up and then descended into the distal part of the rca. Due to the tortuousity of the vessel, it caused a releasing of tension that caused the device to jump forward and break off. It was also noted that the when the device was pulled back, it hit a piece of calcium that caused it to break off the end of the tip. Everything was able to be pulled and removed from the patient¿s body. The procedure was already completed. No patient complications were reported and the patient¿s condition was fine.